Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections b1 (report type), d3 (country type & country), h6 (component code, type of investigation, investigation findings & investigation conclusions), and h8 (usage of device). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
2 pen needles affected by event.

Event description:
When did it occur? : before use hypodermic needle injury: no other treatment: no were the returned items used? : yes if they were used, was something attached to them? : not used (no injection) returned quantity:2 details of the event (timeline, history, etc. ): the drug solution did not come out.